Event description:
It was reported via clinic notes received that the pt had previously experienced pneumonitis on (B)(6) 2001, a prolonged seizure requiring hospitalization from (B)(6) 2002 and aspiration pneumonia respiratory failure on (B)(6) 2004. The relationship of these events to vns is unk. Attempts for further information on these issues are in progress.